Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that stent thrombosis and stenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina. On the following day, index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal left circumflex artery (lcx) with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 16 mm study stent. Following post-dilatation, residual stenosis was 0%. On the same day, the patient was discharged on aspirin. In (B)(6) 2017, the patient presented to hospital due to chest pain and was subsequently referred for coronary angiography which revealed 100% stenosis in proximal lcx (site reported as stent thrombosis). The subject was diagnosed with multi-vessel coronary artery disease and was recommended for coronary artery bypass graft (CABG). In (B)(6) 2017, the subject was hospitalized for the planned intervention. Three vessel CABG was performed including left internal mammary artery (lima) to left anterior descending (lad) (non target vessel revascularization) (tvr), aortic vein graft (avg) to obtuse marginal branch (om) (tvr-501) and avg to right posterior descending artery (pda) (non-tvr). Five days later, the event was considered to be resolved and the patient was discharged.